Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 34-year-old female patient who had essure (ess205) (batch no. 12259001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and c-section. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding\ unusual bleeding"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), menstrual disorder ("other- unusual periods"), urinary tract infection ("infection - urinary tract infection"), vulvovaginal mycotic infection ("infection - yeast infections"), loss of libido ("lack of intimacy") and abdominal pain lower ("cramping"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, dyspareunia, menstrual disorder, urinary tract infection, vulvovaginal mycotic infection, loss of libido and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, loss of libido, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: right ostium with 6 coils was noted and in the left ostium with 3 coils was also noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("bleeding") in a 34-year-old female patient who had essure (ess205) (batch no. 12259001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and c-section. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("urinary problems"), dyspareunia ("dyspareunia"), menstrual disorder ("other- unusual periods"), urinary tract infection ("infection - urinary tract infection"), vulvovaginal mycotic infection ("infection - yeast infections") and loss of libido ("lack of intimacy"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysuria, dyspareunia, menstrual disorder, urinary tract infection, vulvovaginal mycotic infection and loss of libido outcome was unknown. The reporter considered dyspareunia, dysuria, genital haemorrhage, loss of libido, menstrual disorder, pelvic pain, urinary tract infection and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: right ostium with 6 coils was noted and in the left ostium with 3 coils was also noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 34-year-old female patient who had essure (ess205) (batch no. 12259001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and c-section. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding\ unusual bleeding"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), menstrual disorder ("other- unusual periods"), urinary tract infection ("infection urinary tract infection"), vulvovaginal mycotic infection ("infection yeast infections"), loss of libido ("lack of intimacy") and abdominal pain lower ("cramping"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, dyspareunia, menstrual disorder, urinary tract infection, vulvovaginal mycotic infection, loss of libido and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, loss of libido, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: right ostium with 6 coils was noted and in the left ostium with 3 coils was also noted. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received: lawyer was added. Cramping was added as a event. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("bleeding") in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 12259001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and c-section. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), menstrual disorder ("other- unusual periods"), urinary tract infection ("infection - urinary tract infection"), vulvovaginal mycotic infection ("infection - yeast infections") and loss of libido ("lack of intimacy"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder, dyspareunia, menstrual disorder, urinary tract infection, vulvovaginal mycotic infection and loss of libido outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, loss of libido, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: right ostium with 6 coils was noted and in the left ostium with 3 coils was also noted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.